Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that prior to use, "the trigger jams and it's difficult to use the device". As a result, a different stapler was used to complete the procedure. Additional information states that there was no skin damage, the stapler jammed "before starting using the device", and that staples were not released correctly. No report of patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 26 staples remaining in the cover block and the trigger was returned partially engaged. Evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. The second staple misfired due to operator error. Operator attempted to form second staple before releasing the first one. The next three staples formed and released properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use, "the trigger jams and it's difficult to use the device". As a result, a different stapler was used to complete the procedure. Additional information states that there was no skin damage, the stapler jammed "before starting using the device", and that staples were not released correctly. No report of patient involvement.